Event description:
It was reported that the bd venflon¿ IV cannula leaked blood from the port after inserting it into the vein. The following information was provided by the initial reporter: "a vein was inserted after 2 failed attempts. According to the doctor, there was blood coming out of the port area while taking blood with a syringe. The doctor was asked if she was sure she had entered a vein. She said she thought so because there was a return of blood. The sample was not saved. The event was not repeated in patients / other cases"

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned for the reported issue of ¿blood coming out of the port area while taking blood with a syringe¿ with lot number 0127569 regarding item # 391451, so retention samples were used for the investigation. The DHR was reviewed of the material number 391451 and lot number 0127569 and there was no quality notification reported on this lot number from its production to dispatch. Of the ten pieces of the retention samples that were used for investigation of the reported defect, none of the samples used indicated the reported defect. The exact root cause could not be confirmed due to unavailability of the sample. H3 other text : see h.10

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ IV cannula leaked blood from the port after inserting it into the vein. The following information was provided by the initial reporter: "a vein was inserted after 2 failed attempts. According to the doctor, there was blood coming out of the port area while taking blood with a syringe. The doctor was asked if she was sure she had entered a vein. She said she thought so because there was a return of blood. The sample was not saved. The event was not repeated in patients / other cases".